Manufacturer narrative:
Concomitant products: product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2011, product type lead; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2011, product type lead; product ID 37752, serial # (B)(4), product type recharger; product ID 37092, lot # 293260002, implanted: (B)(6) 2011, product type accessory; product ID 37743, serial # (B)(4), product type programmer, patient; product ID 355531, lot # n288663, implanted: (B)(6) 2011, product type screening device; product ID 3550-14, lot # n254604, implanted: (B)(6) 2011, product type accessory; product ID 3550-14, lot # n282295, implanted: (B)(6) 2011, product type accessory; product ID 3550-39, lot # n304388, implanted: (B)(6) 2011, product type accessory. (B)(4).

Event description:
Additional information received reported that the manufacturer representative (rep) met with the patient for reprogramming due to them not getting adequate stimulation. Impedances were checked and the same 3 electrodes had abnormal impedances (2, 7, and 10). The rep put him on a different type of programming that would maybe give him more coverage in regards to his plan than he had before the reprogramming session. It was noted that the patient wanted the leads replaced due to the impedance issue but the insurance denied the replacement. The patient was told to report back to the rep in 2 weeks to update his progress. The impedances showed greater than 20000 ohms. This event will be updated if additional information is received.

Event description:
It was reported that the patient was not getting adequate relief from their stimulator. Impedance testing showed high impedances of an unspecified value on electrodes 2, 7, and 10. Reprogramming was attempted to program around the electrode impedances but the manufacturer¿s representative (rep) was only able to capture some of the chronic pain. The patient left on a high frequency program. The cause of the issue was not determined and it was unknown if the issue was resolved. It was noted there were no patient symptoms or complications associated with this event. At the time of the report the patient was alive with no injury. The rep. Further noted that the patient was not receiving 50% or more symptom relief or receiving adequate coverage. They were unsure of why the leads acted in this matter. All of this information had been reported to the patient¿s physician who would decide the next step in the process. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.